Event description:
Reportedly, during in-clinic follow-up performed on (B)(6) 2024, the data of the device showed resistance recorded above 3000 ohms in both atrial and ventricular beflex leads , and stored egm also showed noise recorded in both channels. Recently, the patient had occasional dark sensation in front of his eyes . Checks were also performed on unipolar ; on both av, threshold were the same for bipolar, wave height values remained the same, and impedance were within the normal range, so both av were changed from bipolar to unipolar. No change in longevity with the change.

Manufacturer narrative:
Device history report analysis shows that the device related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The review of the device history of the leads "beflex" are still ongoing and a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, during in-clinic follow-up performed on (B)(6) 2024, the data of the device showed resistance recorded above 3000 ohms in both atrial and ventricular beflex leads, and stored egm also showed noise recorded in both channels. Recently, the patient had occasional dark sensation in front of his eyes. Checks were also performed on unipolar; on both av, threshold were the same for bipolar, wave height values remained the same, and impedance were within the normal range, so both av were changed from bipolar to unipolar. No change in longevity with the change.

Manufacturer narrative:
The analysis of the provided data revealed that: the observed issue regarding abnormal impedance values (high impedance above 3000 ohms in both cavities: atrial and ventricular) is related to a display issue. We recommend that you perform an interrogation of the pacemaker (in-clinic follow-up) and check if the issue persists. If the issue persists, we recommend that you repeat the interrogation of the device several times (leaving the session each time). The root cause of these aberrant values is due to a telemetry error during the in-clinic follow-up (frame repetition issue). Based on available data, no issue is suspected on the device and the leads

Event description:
Reportedly, during in-clinic follow-up performed on (B)(6) 2024, the data of the device showed resistance recorded above 3000 ohms in both atrial and ventricular beflex leads, and stored egm also showed noise recorded in both channels. Recently, the patient had occasional dark sensation in front of his eyes. Checks were also performed on unipolar; on both av, threshold were the same for bipolar, wave height values remained the same, and impedance were within the normal range, so both av were changed from bipolar to unipolar. No change in longevity with the change.